Event description:
A report was received that the patient underwent a revision due to discomfort at ipg site. The physician moved the ipg to the right upper buttock. Nothing was implanted or explanted. The patient was reportedly doing well following the procedure.